Event description:
Customer reported device = 123 mg/dl. Customer felt bad and called the ambulance. Ambulance device = 40 mg/dl and hospital gave them orange juice and an IV. Customer's glucose elevated to 140 mg/dl. Controls were used however values were not provided. A request was made for return product and replacement product was sent.